Manufacturer narrative:
(B)(4). Investigation results visual evaluation of the returned device revealed that the distal end of the needle was bent, the working length of needle and sheath was kinked near the distal end of the handle. Functional analysis showed that the needle was able to extend and retract with no issues. Complaint not confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
This report pertains to one of two complaint devices used during the same procedure. Manufacturer report # 3005099803-2017-00142, and 3005099803-2017-00143 for the other associated device information. It was reported to boston scientific corporation that two expect pulmonary endobronchial ultrasound transbronchial aspiration needle were used in the 4r lung during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle was able to extend out of the scope but when the handle was actuated, the needle failed to advance out of the sheath. A second needle was used however the needle failed to advance out of the sheath. The procedure was completed with a third expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation found the distal tip of the needle was bent, this is now deemed an MDR reportable event.